Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a recent episode from this cardiac resynchronization therapy pacemaker (crt-p), as they were concerned about potential loss of capture due to the small signals. Ts indicated that the amplitude variation between the sensed and paced signals was suggestive of automatic gain adjustment (agc) and that when high amplitude signals are sensed, agc occurs to prevent clipping of signals which may cause paced beats to appear smaller. Additionally, it was noted that the right ventricular capture threshold measurements were stable and there were t-waves visible throughout the episodes, which was suggestive of appropriate capture. However, there was evidence of capture loss during right ventricular automatic threshold testing. Ts recommended assessing the system capture via different postures at the next in-clinic follow-up appointment. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct information provided in h6 (impact codes).

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a recent episode from this cardiac resynchronization therapy pacemaker (crt-p), as they were concerned about potential loss of capture due to the small signals. Ts indicated that the amplitude variation between the sensed and paced signals was suggestive of automatic gain adjustment (agc) and that when high amplitude signals are sensed, agc occurs to prevent clipping of signals which may cause paced beats to appear smaller. Additionally, it was noted that the right ventricular capture threshold measurements were stable and there were t-waves visible throughout the episodes, which was suggestive of appropriate capture. However, there was evidence of capture loss during right ventricular automatic threshold testing. Ts recommended assessing the system capture via different postures at the next in-clinic follow-up appointment. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.